Event description:
(B)(4). It was reported that during a stenting treatment procedure, plaque shift occurred. In (B)(6) 2013, the patient presented with unstable angina (braunwald classification iib) and was referred for cardiac catheterization. The 70% stenosed, 14 x 2.5mm, target lesion was located in the first obtuse marginal branch. The target lesion was treated with pre-dilatation and placement of two a 2.5 x 12 mm study stent. Following placement of the study stent, plaque shift was noted and treated with placement of a second 2.5 x 8 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).